Manufacturer narrative:
Investigation summary: bd received two photos for investigation. Evaluation of the photos indicated that the stopper had defects. Evaluation of the 100 retained samples did not identify any further examples of this defect. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: defective stopper molding. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported after using bd vacutainer® k3e 7.2mg plus blood collection tubes, there was 1 tube with defective defective stopper molding. No adverse impact was reported regarding the patient or user.

Event description:
It was reported after using bd vacutainer® k3e 7.2mg plus blood collection tubes, there was 1 tube with defective defective stopper molding. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.